Event description:
It was reported that in 2008, a pt underwent implantation surgery. Approximately 45 minutes after surgery the pt had cerebral edema. Update 12/2/08: FDA contacted medtronic corp senior vp of regulatory that the pt died five days after surgery.

Manufacturer narrative:
The device is unable to be returned to the MFR, therefore, an evaluation of the device performance is not possible. A review of the manufacturing records for lot number cmc35624 show no anomalies.